Event description:
It was reported that during central processing, it was identified that the force bipolar instrument tip had broken. There were no abnormalities noted with the force bipolar instrument before the case started. During the procedure, the instrument and cannula were removed together as the wrist could not be straightened due to physical damage. The port incision was not increased in order to remove the instrument and cannula together. Additional ports were not placed. Prior to attempting to remove the instrument, the instrument jaws were not stuck in a closed position. There was no tissue stuck between the jaws. The jaws were opened with manual release, however the instrument jaws were not opening smoothly. There was bleeding, around 100 ml or less. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The issue involved a broken cable. The conductor wire was broken in half. No additional information was provided.

Manufacturer narrative:
The force bipolar instrument product has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report. Additional section a patient demographic information: body mass index (bmi) 27.5 kg/m2 with a height of 5'10".

Manufacturer narrative:
The force bipolar instrument was received and failure analysis found the instrument to have a broken conductor wire. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. No signs of thermal damage were observed. Additional information: the time of the procedure was 1200 on (B)(6) 2025 for a robotic incisional hernia. The bleeding that occurred was expected, it was minimal. The bleeding was not caused by the broken tip/cable of the instrument. A suture was placed when port was closed.

Event description:
Refer to h11 for follow-up information.